Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. The patient had an abscess-like granulation that was observed in the device pocket. A lead perforation was observed. Additionally, this rv lead exhibited loss of capture, abnormal impedance measurement. The patient also experiences loss of consciousness. The right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.